Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported pacing anomaly was confirmed in the laboratory. Interrogation found the device in hardware vvi (hwvvi) mode and the memory map indicated that the device experienced a power on reset (por). The cause of the anomaly was found to be due to normal battery depletion. Based upon device settings and usage information, a longevity calculation was performed. The device performed as expected and all current and power consumption measurement ts were normal.

Event description:
It was reported that the device battery was depleted. The device stopped pacing when interrogated. The device was explanted.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed. Another device was used to complete the procedure. No adverse consequences reported. There are no details available.